Event description:
It was reported that the ratchet handle didn't mate with the mesher properly. Add'l clinical f/u with the hospital indicated that the reported event occurred during surgery. It was stated the surgeon used a knife blade to perforate the skin, and an add'l graft harvest was necessary. There was no add'l device available to mesh the donor site harvest so it was slit with a surgical knife blade. It was reported that the technique did not allow for the required expansion of the initial donor site graft to cover the planned wound, so an add'l donor site harvest was required in order to provide the planned wound coverage. The add'l donor site was also stated to have been slit with a surgical knife blade by the surgeon for transplantation.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.